Event description:
The reporter on this account is the patient's mom. Patient has been a long time user of the dexcom cgm. She previously was using the g6. In 2026, she upgraded to dexcom g7 and then issues came about. Patient's device is producing inaccurate readings for her glucose. Multiple times over a few weeks, patient had to revert back to finger prick to get an accurate reading. Patient experienced no signs or symptoms related to the incident.